Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced moderate implant touching iris treated with argon iridoplasty that resolved without sequelae, moderate implant migration treated with pilo, argon iridoplasty and is ongoing, and transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving) that was moderate and treated with starting cycloplegic and stopping ocular hypertensive drops.